Event description:
The facility reported an infusion pump with a condition of failure to alarmwhen air passing through. Information was not provided regarding whether or not the failure occurred during an infusion.